Manufacturer narrative:
The device was evaluated by a draeger service technician. A complete preventive maintenance test was run on the narkomed 2c machine and the machine passed the preventive maintenance tests in accordance with draeger medical, inc. Specifications.

Event description:
It was reported that the patient was in the or for a permacath insertion procedure. The patient was given a local anesthetic and was not intubated. They were having trouble inserting the IV line into the blood vessel. They had tried one side and was unsuccessful. At some point, while attempting to insert the IV line into the other side, the patient coded. The patient was then connected to the nm2c machine. The patient could not be revived and expired. At the time of the report, the cause for the patient expiring was unk.